Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (charger will not light up with battery on it) has been confirmed. As received, the battery was found to have a poorly soldered thermistor. The thermistor was not soldered correctly to the pad on the battery board pca. This prevented the battery from properly charging on the battery charger. The root cause of the poor solder connection cannot be positively identified, but was likely as assembly error. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger would not recognize one of his batteries. The patient was issued a replacement battery pack.